Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while at home. At approximately 20:23:58 the patient degraded from an idioventricular rhythm (90 bpm) to vt (140 - 200 bpm). The patient was in vt for approximately four minutes. The vt arrhythmia was detected by the lifevest, but the lifevest fell out of detection and did not treat the arrhythmia because of motion artifact and the varying rate of the arrhythmia. The patient degraded to asystole at 20:47:04 and remained in asystole until the electrode belt was disconnected at 00:08:46 on (B)(6) 2018.